Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Macroscopic examination confirms the implant is fractured into multiple pieces and broken. A portion of the implant not returned for analysis. Microscopic examination of the available fracture surfaces reveal brittle secondary fractures and cracks in multiple locations with no indication of fatigue. Some cracks appear to be located at the intersection of the diamond shaped facets, which could act as a stress concentrator. Nose of implant deformed and cracked, consistent with impediment during implant insertion, which could contribute to brittle overload during insertion. Damage noted to side of implant, consistent with removal. The nature of the fracture surfaces, in addition to the implant nose damage, and the intraoperative timing of failure suggest brittle overload during insertion as the mechanism of failure.

Event description:
It was reported that during a tlif at l5 - s1, the peek implant broke inside of patient. All parts were successfully removed. No patient complications were reported.